Manufacturer narrative:
Manufacturer ref# (B)(4) updated sections on this medwatch: b4, d9, g3, g6, h2, h3, h6 and h11. Complaint conclusion: a healthcare professional reported that during an endovascular embolization, a 4.5mmd 22mml enterprise vascular reconstruction device (enc452200, 9550015) was impeded in microcatheter hub and could not advance any more. The doctor only retracted the stent alone, but the stent was found detached from the delivery wire in y connector. The doctor removed the y connector and removed the stent and then switched to a second new stent, a 4.5mmd 37mml enterprise vascular reconstruction device (enc453700, 8994887). But this stent was still impeded in the microcatheter hub. The doctor removed the second stent and the prowler select plus 150/5cm microcatheter (606s255x, 31585161) from the patient. The user then switched to a second new microcatheter, a prowler select plus 150/5cm (606s255x, 31285396) and delivered the second stent, but the second stent was still impeded in the second microcatheter hub. The doctor removed the second microcatheter and the second stent from the patient and switched out new devices (both were other brands) to complete the surgery. The surgery was prolonged by about 25 minutes. Additional event information received on 11-nov-2025 indicating that they were able to torque the devices. There was no evidence of physical material within the devices. The microcatheters did not kink/bent. There was no excessive force used with the devices. The 25 minutes procedure prolongation did not result in a patient adverse consequence. A non-sterile 4.5mmd 37mml enterprise vascular reconstruction device was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and the stent was found detached inside of the involved microcatheter. No appearance of damages was observed. The delivery wire and the introducer components were not returned for evaluation. The stent was removed without difficulties. The stent was inspected under a microscope, and no damages were found (i.e., no kinks, no bents, or broken struts). Both distal ends can be noted completely flared. The issue documented in the complaint regarding the stent being impeded in the microcatheter hub could not be evaluated through functional test since the stent became detached during the procedure; however, this condition suggests that the enterprise introducer was not fully seated in the hub of the microcatheter, causing the stent to expand in the microcatheter's hub, causing the resistance and resulting in the stent component being unable to advance further, where push/pull force was applied sufficiently to disengage the stent from the delivery wire. It is possible that clinical and procedural factors, including device manipulation, may have contributed to the reported failure. There is no indication that the issues reported in the complaint result from a defect inherently related to the device. Based on this, the customer complaint was confirmed. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 8994887. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action activity is required at this time. It should be noted that multiple factors could cause product failure. The instructions for use (IFU) do contain the following recommendations: the introducer must be properly engaged with the infusion catheter hub to enable stent introduction into the infusion catheter. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. If resistance is felt while recapturing the stent, do not continue to recapture the device. Withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref# (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that during an endovascular embolization, a 4.5mmd 22mml enterprise vascular reconstruction device (enc452200, 9550015) was impeded in microcatheter hub and could not advance any more. The doctor only retracted the stent alone, but the stent was found detached from the delivery wire in y connector. The doctor removed the y connector and removed the stent and then switched to a second new stent, a 4.5mmd 37mml enterprise vascular reconstruction device (enc453700, 8994887). But this stent was still impeded in the microcatheter hub. The doctor removed the second stent and the prowler select plus 150/5cm microcatheter (606s255x, 31585161) from the patient. The user then switched to a second new microcatheter, a prowler select plus 150/5cm (606s255x, 31285396) and delivered the second stent, but the second stent was still impeded in the second microcatheter hub. The doctor removed the second microcatheter and the second stent from the patient and switched out new devices (both were other brands) to complete the surgery. The surgery was prolonged by about 25 minutes. Additional event information received on 11-nov-2025 indicating that they were able to torque the devices. There was no evidence of physical material within the devices. The microcatheters did not kink/bent. There was no excessive force used with the devices. The 25 minutes procedure prolongation did not result in a patient adverse consequence.